Event description:
It was reported that the patient was scheduled for an implantable neurostimulator (ins) replacement due to end of service (eos). The manufacturer representative stated this was an expected eos but it was reviewed that the ins longevity expectation was 9 years and the patient only had the ins for approximately 4.5 years. On (B)(6) 2014 they ran recharge diagnostics with technical services to assess recharge time. On (B)(6) 2014 it was noted that the ins would be replaced and the patient would consider rechargeable and non-rechargeable options. The ins would be replaced with a primary cell device on (B)(6) 2014. The manufacturer representative did not know the exact problem causing device replacement. They might not be assigned to cover the cause and might not have information to follow-up and were just calling to be prepared in case they needed to cover the case. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot# n236885, implanted: (B)(6) 2010, product type accessory; product ID 3550-29, lot# n227641, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).